Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that there was a retroperitoneal bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) hours post procedure the patient was discovered to have a retroperitoneal bleed that required surgery to repair. There were no other complications or interventions that were reported to have occurred. The patient is expected to make a full recovery from this event. It was further reported that during the procedure the was was caught in a bend and was retracted and the wire was used to straighten the vessel. The physician feels the bleed was a result of the larger was and the tortuosity of the vessel combined. The patient has recovered fully from this event and been discharged from the hospital.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that there was a retroperitoneal bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) hours post procedure the patient was discovered to have a retroperitoneal bleed that required surgery to repair. There were no other complications or interventions that were reported to have occurred. The patient is expected to make a full recovery from this event.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the watchman trusteer access system, part # m635ts90050 batch # 0037704986. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the watchman trusteer access system was discarded, therefore returned device analysis could not be completed. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include difficulty to advance and bleeding (retroperitoneal hemorrhage) (surgical intervention). No updates are required to the IFU as a result of this event. Risk review a risk review was completed and confirmed that the events of difficulty to advance, bleeding (retroperitoneal hemorrhage were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of adverse event related to procedure. It was considered likely that the reported events occurred as a result of factors encountered during the procedure.

Event description:
It was reported that there was a retroperitoneal bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) hours post procedure the patient was discovered to have a retroperitoneal bleed that required surgery to repair. There were no other complications or interventions that were reported to have occurred. The patient is expected to make a full recovery from this event. It was further reported that during the procedure the was was caught in a bend and was retracted and the wire was used to straighten the vessel. The physician feels the bleed was a result of the larger was and the tortuosity of the vessel combined. The patient has recovered fully from this event and been discharged from the hospital.